Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a power failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported power failure and revealed the occurrence of a system fault error message (sf 180) and "battery communication lost" alarm. Review of the device battery logs and performance testing of the battery determined that there was no fault found with the returned battery. Based on previous investigations of similar nature and all available evidence, the investigation determined that the reported event was due a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).